Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device.

Event description:
It was reported that the patient felt that evaluation was not working and wire might had come loose. Patient was not able to feel stim. Patient tried changing sides and increasing stim but unsuccessful. Patient rated evaluation a 2 at this time. Patient stated they thought that they pulled a wire. Patient was advised to consult with doctor for more information. Additional information was received. The patient stated they didn't feel like it was working and they didn't feel stimulation. Patient also stated they felt like something was poking them and they were afraid they may have pulled the lead loose. There were no complications or that no further complications were reported.